Event description:
The patient reported that blood glucose levels were above 250 mg/dl while wearing the pod between 24 and 36 hours on the leg. The pod was reported as not adhering properly to the skin and began to come off, resulting in cannula dislodgement from the infusion site and subsequent removal. No treatment details were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.